Event description:
Received info from user facility that pt was admitted to intensive care unit following an arthroscopy of the knee. Diagnosis was extravasation. Treatment required surgical intervention. Subcutaneous decompression of the thigh and leg performed.